Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 06p06-55 that has a similar product distributed in the us, list number 06p06-60. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained kit of reagent lot 29414be00. Return testing was not completed as returns were not available. Ticket and trending review did not identify any trends for the likely cause list or lot number. Data and information provided by the customer were reviewed and support the complaint issue without indication of any additional issue. Device history record review did not identify any potential non-conformances, non-conformances, or deviations associated with the likely cause lot. In house testing of a retained kit of the likely cause lot was performed. Specifications were met indicating the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity s anti-hbc reagent lot 29414be00 was identified.

Event description:
The customer observed (B)(6) alinity s anti-hbc results generated on an alinity s analyzer for multiple samples during october and november. The following results were provided: (B)(6). The bags were discarded, and there was no impact to patient management reported.